Event description:
On july 12, 2017, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter displayed inaccurately high results compared to other meters. The complaint was classified based on the customer care advocate (cca) documentation and additional information obtained following a review of the call by medical surveillance. The patient alleged that since she obtained the subject meter about 2 weeks prior to contacting lfs, the results on the meter had been ¿off by 40 points¿ compared to her old contour meter, her primary care physician¿s meter and her endocrinologist¿s meter. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The patient manages her diabetes with ¿regular insulin¿ and takes additional insulin if she obtains results greater than 200 mg/dl. She reported that within the last two weeks, she obtained a blood glucose result on the subject meter of 220 mg/dl and had administered insulin as per the plan. She reported that an unspecified time later, she became ¿sweaty¿ which she associated with low blood glucose. She reported that she ¿drank juice¿ to self-treat her symptoms. As an illustration of the differences she found between the meters, the patient indicated that on (B)(6) 2017, she obtained an alleged inaccurately high result on the subject meter of 148 mg/dl compared to 104 mg/dl on her endocrinologist¿s accu-chek? Meter, performed within 30 minutes of each other. At the time of troubleshooting, the cca noted that the patient¿s meter was set to the correct unit of measure, her test strips had been stored correctly, were within expiry date and the test strip vial was not cracked or broken. The cca also noted that the patient had used an approved sample site to obtain the blood samples and she described the correct testing steps. The patient did not have control solution to test the meter and test strips. The patient¿s test strips were requested back for investigation and replacement test strips were sent to the patient. The patient was trained on the use of control solution and was also sent control solution for her comfort. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury adverse event, i.e. Sweaty, after the alleged product issue began.